Event description:
The vns programming computer was returned for the manufacturer with no malfunction suspected. No anomalies associated with the programming computer performance were noted during testing using the ac adapter or the main battery with a full charge. During the analysis it was identified that the main battery was swollen. The swollen battery had no impact on the device performance.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.